Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he corrected his blood glucose level of 32 mg/dl by eating and with glucose tablets. He also experienced high blood glucose levels. The customer had issues with infusion sets. The device was not returned.